Event description:
During routine pacemaker evaluation on 09/15/98 the bipolar lead impedance of her vascor model 111-256 ventricular lead was significantly lower, falling from 725 ohms on 6/22/98 to 295 ohms. The highest resistance recorded for this lead was 1063 ohms on 9/29/97. The lead was implanted on 03/21/97 without difficulty. Capture and sensing thresholds have been good and stable. There was no sign of impending failure. On 09/15/98 intermittent non-capture occurred at 5.4 volts at 0.6 msec. In bipolar and unipolar. The unipolar resistance was higher than bipolar at 511 ohms. Oversensing and undersensing occurs in bipolar and unipolar configurations at the least sensitive setting of 7.0 mv. Could not restore proper function even temporarily while awaiting surgical replacement. Final electrocardiogram strips demonstrate pauses in the heart rhythm due to inappropriate ventricular oversensing.